Event description:
This report indicates two (2) malfunction events. A review of the event involved of the device(s) experienced an engagement issue. No patient adverse event was reported. No information regarding patient demographics were provided.